Event description:
Zippie voyage manual wheelchair. Serial# (B)(6) sunrise medical purchased (B)(6) 2021 I put my sons two piece wheelchair together. I slide the seat onto the stroller base. It clicks when in place and you slide the tab over to lock onto the base. I checked by pulling forward like the original technician taught me. I pushed back as well and it did not move. I put my son in and strapped him in. We talked into his pediatricians office and went over the doorframe and the seat with my child strapped in flipped upside down resulting in my son landing on his head. The base was still in the locked position. I have reported it to numotion. My son is bruised and has a head injury. He was evaluated by his pediatrician. He also has bruises where the straps were. I see this product was recalled in 2021 just 3 months before we go ours. The FDA recall number was: z-2158-2021. Thankfully, he will be okay.